Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the personal diabetes management (pdm) was delaying bolus insulin delivery resulting in the patient's blood glucose levels to reach 271 mg/dl. This issue started after a pdm error message to restart the device. No information was provided on how the hyperglycemia was treated.